Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the left main to left anterior descending (lad) coronary artery. A 4.0x18mm xience prime stent was implanted and post-dilatation was performed with an unspecified non-compliant balloon dilatation catheter. After post-dilatation, a fracture was observed in the middle of the strut link. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.